Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted for an unknown reason. A new rv lead was implanted. The lead was returned to boston scientific for further analysis. No additional adverse patient effects were reported. This rv lead is no longer in service.